Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It could not be conclusively determined when this damage occurred.

Event description:
A patient reports their blood glucose level had rose to over 400 mg/dl while wearing a pod. As treatment, the patient applied a new pod.